Manufacturer narrative:
Previous reported: the manufacturer received information alleging a trilogy evo o2 ventilator has a faulty screen display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Evaluation: the device was sent to the philips investigation lab (pil) for evaluation and the reported event was not confirmed. There were no noted issues with the graphics, touchscreen interface or backlight of the display. The device passed all testing and operated as designed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator has a faulty screen display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.